Event description:
Customer said the distraction screw broke off in the pt. They had to leave it in the pt because they could not get it out.

Manufacturer narrative:
Product was rec'd and forwarded on to the mfg facility for investigation. The investigation is not complete yet. A f/u report will be filed after the investigation has been completed.